Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. A review of the provided image was consistent with a dislodge grip tang on a force bipolar instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had improper joint articulation, and the jaws would not open or close. The customer informed the instrument was caught in the cannula and could not be removed. It was noted the force bipolar instrument was removed from the body along with the cannula. The procedure was completed as planned with no reported injury.